Event description:
The customer reported that he had to press the buttons two to three times before functioning, and the battery cap was chipped off. The blood glucose reading was 104mg/dl. The caller also mentioned that the buttons were unresponsive. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, missing end cap sticker, scratched display window, cracked at the corner display window, stripped battery cap, and cracked at battery tube threads. The unit also had unresponsive buttons due to corroded keypad trace.